Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported hinge arms fell off as soon as they touched the mucosa during sedation of a diagnostic colonoscopy involving an olympus endocuff vision. The procedure was completed with a similar device. There was no patient injury reported.